Manufacturer narrative:
This report is submitted august 3, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement. Neural response telemetry was attempted; however, no measurements were obtained. Reprogramming attempts were unsuccessful in alleviating the issue. An x-ray scan revealed that the electrode array had migrated. Revision surgery has been scheduled to reposition the electrode array but it is unknown if this has occurred as of the date of this report.

Manufacturer narrative:
Correction: it was reported that the patient underwent revision surgery to re-locate the implant and no explantation has occurred as previously reported.

Manufacturer narrative:
It was reported that the device was explanted and the patient was reimplanted with another device during the same surgery.